Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent a surgical intervention to revise the ipg pocket due to weight loss. However, during the procedure the suture eyelets were pulled. As such, the ipg was explanted and replaced to address the issue. The new ipg was implanted in the same pocket.

Event description:
Additional information received indicates that patient experienced pain/discomfort at the ipg site following the weight loss.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.